Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a follow up MDR to report a recall related lot.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal of u by kotex sleek regular tampons fell apart leaving pieces inside. Doctor removed tampon pieces.